Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer advised the connector piece of the tubing continues to fall off of the headset. Customer woke up this morning with glucose of 22.7 mmol/l. Customer advised the adhesive tape is also wet with insulin. High blood glucose is attributed to insulin leak. No adverse event alleged. A request was made for the return of the device.